Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. (B)(6) was confirmed from the cultures taken. Antibiotic treatment was provided. The implantable pulse generator (ipg) system was explanted and will be replaced at a future date. No further patient complications have been reported as a result of this event.